Event description:
The manufacturer received information alleging a trilogy 100 ventilator was returned to the manufacturer's service center for service. There was no harm or injury reported. The ventilator powered on normally and operated as intended. Evaluation noted the nurse call was broken and required replacement of the remote alarm nurse call cable. However, no repairs were completed because the device was scrapped.